Event description:
Initial info was received on (B)(6) 2011 from a male consumer. This consumer used the colgate motion powered toothbrush and it exploded. He began using the toothbrush approx three to four months prior to the report (unspecified date) and had changed the batteries one month prior to the report. On (B)(6) 2011, he used the toothbrush, holding it in his hand away from his face. While brushing, the sides of the base split, the bottom fell out, he and his wife heard a loud bang from the explosion and he then dropped the toothbrush into the sink. He was not injured during the event. He discontinued used of the toothbrush on (B)(6) 2011. (B)(4).